Event description:
The customer stated: ¿packaged of neuro sponges only contained 9 instead of 10.¿ this was reported on the neuro basic pack. No injury was reported due to this incident.

Manufacturer narrative:
Upon completion of the investigation it was noted that the material documentation was reviewed and nothing out of the ordinary was found. Per the requirements of the specification the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the package. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the package. This complaint has been drastically reduced with our new packaging machine that allows the operator to verify all the components are in the bag. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.